Manufacturer narrative:
Permobil was informed by service provider that they were contacted by the end-user's sibling claiming as end-user was driving the device out of doors, their footplate came in contact with the ground which caused the chair to stop suddenly and tip forward, completely over, with the end-user remaining in the seating. Sister alleged the reason this occurred was the inability for the end-user to raise the leg rests. Reports given to the dealer claimed the end-user was transported to the local hospital to where they were admitted with undisclosed injuries. Provider reports after speaking with the end-user on (B)(6) 2019, they were not forthcoming as to the extent or severity of the injuries sustained during the event, but stated they were released from the hospital to return home after 1-2 days. The provider reports having previously diagnosed the device of having an issue with the leg rest being unable to elevate unless the seating was tilted. Dealer reported having made arrangements with the end-user to perform service on (B)(6) 2019. Provider reports upon attempting contact on 6/4/2019 to confirm the appointment, they were notified by the end-user's sibling that there wouldn't be any need to perform the repairs as the end-user deceased on (B)(6) 2019. At this time it remains unclear as to the cause of the end-users death or if it is related to this reported event. Permobil will continue to investigate, with the service provider, and a follow-up report will be submitted if any new information is received. The DHR was reviewed and device met specification prior to distribution.

Event description:
Service provider received report claiming as the end-user was driving out of doors; the footplate assembly allegedly caught something on the ground causing the device to come to an abrupt stop. Reports given to the dealer claim when this occurred, the device tipped forward, completely over, with the end-user remaining in the seating. Reports indicate the end-user was admitted into the local hospital with undisclosed injuries.